Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0jq6q, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient got an infection about 1.5-2 weeks after implant and the doctors have been treating it. The infection was at the incision site and around that area. It was red, swollen and it bled a lot. The patient had been on antibiotics for almost 2 weeks now and it was feeling better. They had also been packing it daily and her husband had been using rubber gloves and putting alcohol on it when she was not able to go to the doctor's office like on the weekends. The redness had gone and there was a little bit of pain left but it was much better. Follow up information from the patient noted that the patient was having concerns regarding their device or therapy but was working with their physician or the manufacturer's representative. Appointment date was noted as (B)(4) 2014. If additional information is received, a follow up report will be sent.